Event description:
On 12/1/1998, 81-year-old male pt underwent surgery for repair of ruptured aortic aneurysm. On 12/4/1998 at approx. 2:30 a.m., the pt disconnected his central line at 2 interlink connections and disconnected his foley catheter from the drainage bag. Nursing staff re-connected his foley and intravenous and cautioned pt about tampering with intravenous lines. Pt was alert & oriented, and verbalized understanding. Nurse put bed-check bed alarm on bed and checked it to make sure it was working. At 3:00 am, pt had no complaints and remained alert and appopriate. At 3:20 am, pt was found on floor in large pool of blood with no pulse, no respirations. The central line was found disconnected at the pt's neck, with the blue hub of the percutaneous sheath visible in the pt's jugular, with blood coming from it; sutures remained secure to pt's neck. Nurse removed sheath from pt's neck & applied pressure. Cardiopulmonary resuscitation initiated. Resuscitation unsuccessful after 43 minutes. Bed alarm found "on hold". Following the event, the bed alarm was inspected and appeared to be functioning properly.